Event description:
It was reported that during an unk procedure, there were some gas leakage from the trocar. The rubber was displaced, it was fixed with a scissor. There were no adverse consequences to the pt.